Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further battery assessment at various pulse amplitudes found current levels within normal range and no indication of premature battery depletion or battery problem was noted. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion.

Event description:
New information received indicates the pacemaker was explanted.

Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker battery prematurely depleted. No changes or intervention was reported. The patient was in stable condition.